Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: ng, inratio: 1.6. Date: (B)(6) 2012, 1.7, lab: 3.2. Pt's therapeutic range: 2.5-3.5 inr.